Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and the reported problem of error 40084 and 26002 was confirmed as having occurred in the field via logs and was replicated. The unit was tested on an in-house system where it triggered error 40084 pointing to the axes controller, motor (acm).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 was encountering a non-recoverable fault. After startup, error 26002 was displayed. Intuitive technical support engineer (tse) checked logs and noted various errors related to usm 3 communication error. The customer informed the patient was present in the or. The tse asked the customer if they could proceed with three arms, and the customer checked with surgeon and confirmed. The tse guided the customer to press and hold the instrument clutch button during a restart to possibly induce a fault with the option to disable usm. This did not work as the system just started up with errors 40084 and then 26002. There was no option to disable usm 3. After this, the customer attempted an emergency power off (epo) of the patient side cart (psc) but it did not resolve the issue. The tse tried connecting remotely to the system to disable the usm, but the connection timed out. To not prolong anesthesia time, the tse informed the customer that the system was not usable in current state. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the surgery was converted to laparoscopy. This conversion did not result in increasing port size incision or adding additional ports. There was no injury to the patient the only addition was that the anesthesia time was half an hour longer due to a delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tried to move all axis by hand, but the error did not clear. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.